Event description:
The customer reported an intermittent x-ray switch stuck error message. This error causes the system to shut down. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The footswitch and hand control were evaluated and replaced. The system was tested and found to be working as intended and returned to service.